Event description:
It was reported that a bent haptic was noted upon insertion of the at50ao crystalens into the pt's right eye using a ci-28 inserter. During lens removal a capsular tear occurred. A standard monofocal lens was implanted successfully and the pt is doing well. Viscoat and provisc viscoelastics and alcon balanced salt solution (bss) were also used during surgery. Please reference MDR#: 2031924-2012-00084 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.